Manufacturer narrative:
B3: event date asked but is unknown film evaluation summary: the reported type ib endoleak was confirmed on the film provided; however, the cause of the event could not be determined from the single still image available . Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Complete post-implant cts were also not available for review. Analysis of the returned image did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of an aaa. It was reported that a follow-up CT taken on an unknown date showed a ib endoleak. Intervention was taken place and the endoleak resolved by extending to the hypogastric artery with a 16 x 16 limb. Per the physician, the cause of the type ib endoleak is unknown. No additional clinical sequalae were provided and the patient is fine.